Event description:
It was reported that this lead exhibited high out-of-range pacing impedance measurements which triggered a lead safety switch to unipolar mode. The patient was brought to an in office check and intermittent pacing threshold measurements were noted. Noise was also observed with isometric testing. The lead was reprogrammed to unipolar mode and the impedance measurements were still out of range. As such a lead fracture was suspected. A revision procedure was performed, and this lead was explanted and replaced. No additional adverse patient effects were reported.